Event description:
It was reported that the customer was trying three different markers, but would not release from the applier tube into the site. The doctor was able to remove and insert another marker to complete biopsy procedure. There were no pt consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Packaging damaged pouch. Eval summary: the applier a, was returned in good physical condition with the marker present and inside its original package. During eval the lateral seal of the package was found to be open, compromising the sterility of the device. It could not be determined what may have caused the finding. See attached pictures. The firing mechanism was tested and it deployed the collagen plug with the marker as intended. It could not be determined what may have caused the reported event. However, a corrective action has been initiated to address the root cause of the deployment issues. The complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional info. No incident related to the reported event was observed during the batch record review. The applier b, was returned in good physical condition, with the marker present and inside its original package. During eval the lateral seal of the package was found to be open, compromising the sterility of the device. It could not be determined what may have caused the finding. See attached pictures. The firing mechanism was tested and it deployed the collagen plug with the marker as intended. It could not be determined what may have caused the reported event. However, a corrective action has been initiated to address the root cause of the deployment issues. The complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional info. No incident related to the reported event was observed during the batch record review. Device b, additional information: batch # f9gn6x. Expiration date: 04/2014. Mfg date: 05/2009. Packaging damaged pouch. The applier c, was returned in good physical condition, with the marker present and inside its original package. During eval the lateral seal of the package was found to be open, compromising the sterility of the device. It could not be determined what may have caused the finding. The firing mechanism was tested and during deploying the introducer tube becomes detached from the handle. A corrective action has been initiated to address the root cause of the deployment issues. The complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional info. No incident related to the reported event observed during the batch record review. Device c, additional info: batch # f9gn6x. Expiration date: 04/2014. Mfg date: 05/2009. Introducer sheath detached from handle, packaging damaged pouch. The applier d, was returned in good physical condition, with the marker present and inside its original package. During eval the lateral seal of the package was found to be open, compromising the sterility of the device. It could not be determined what may have caused the finding. See attached pictures. The firing mechanism was tested and it deployed the collagen plug with the marker as intended. It could not be determined what may have caused the reported event. However, a corrective action has been initiated to address the root cause of the deployment issues. The complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise caba council meeting minutes for additional info. No incident related to the reported event was observed during the batch record review. Device d, additional info: batch # f9gn6x. Expiration date: 04/2014. Mfg date: 05/2009. Packaging damaged pouch. The applier e, was returned in good physical condition, with the marker present and inside its original package. During eval the lateral seal of the package was found to be open, compromising the sterility of the device. It could not be determined what may have caused the finding. See attached pictures. The firing mechanism was tested and during deploying the introducer tube become detached from the handle. A corrective action has been initiated to address the root cause of the deployment issues. The complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional info. No incident related to the reported event observed during the batch record review. Device e, additional info: batch # f9gn6x. Expiration date: 04/2014. Mfg date: 05/2009. Introducer sheath detached from handle, packaging damaged pouch. The applier f, was returned in good physical condition, with the marker present and inside its original package. During eval the lateral seal of the package was found to be open, compromising the sterility of the device. It could not be determined what may have caused the finding. See attached pictures. The firing mechanism was tested and during deploying the introducer tube become detached from the handle. A corrective action has been initiated to address the root cause of the deployment issues. The complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional info. No incident related to the reported event observed during the batch record review. Device f, additional info: batch # f9gn6x. Expiration date: 04/2014. Mfg date: 05/2009. Introducer sheath detached from handle, packaging damaged pouch. No conclusion could be reached based on the analysis results as to why the mam3008 applier g, reportedly malfunctioned during surgery. The applier was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. It could not be determined what may have caused the reported event. No incident related to the reported event was observed during the batch record review. Device g, additional info: batch # f9gn6x. Expiration date: 04/2014. Mfg date: 05/2009. The analysis results confirmed that the mam3008 applier (h), was received in good visual condition. The firing mechanism was tested and the introducer tube detached from handle while firing the collagen plug. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device h, additional info: batch # f9gn6x. Expiration date: 04/2014. Mfg date: 05/2009. Tube detached. The analysis results confirmed that the mam3008 applier (I), was received with the tube detached from the handle and the collagen plug with the clip present and was also noted to be sheared off. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device I, additional info: batch # f9gn6x. Expiration date: 04/2014. Mfg date: 05/2009. Tube detached and sheared off. The analysis results confirmed that the mam3008 applier (j), was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device j, additional info: batch # f9gn6x. Expiration date: 4/2014. Mfg date: 05/2009. Tube detached.